Manufacturer narrative:
Concomitant products: product ID : 8709sc, lot#: n289639007, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 01-jun-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving baclofen (500 mcg/ml at 50 mcg/day) via an implantable infusion pump. It was reported that the system was explanted in 2011 due to an infection that caused the patient to have a high fever and elevated white blood cell count.